Event description:
It was reported that the customer's insulin pump had a blank display and made a buzzing noise. Her blood glucose level was 97 mg/dl at the time of the event and 78 mg/dl at the time of the report. She treated her blood glucose level with insulin pens. Cracks were also reported on the insulin pump's casing and reservoir compartment. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump was received with a blank display due to moisture damage on the electronic assembly. No buzzing noise or audio beep anomaly observed during testing. Cracks to the battery tube threads, reservoir tube, reservoir tube window, a broken reservoir tube lip and missing reservoir tube o ring also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.